Manufacturer narrative:
G3, h2, h3, and h6: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned femoral implant impactor confirms the plastic on the head of the device is chipped off in the middle. The broken piece was not returned with the device. This device also has excessive wear usage. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. D8 and d9: device returned. G2: report source update.

Event description:
It was reported that, while inspecting instruments, it was found that three femoral implant impactors were broken. No case involved; therefore, no patient injuries or other complications were reported. No further information is available.